Event description:
The pt underewent a diagnostic procedure. The radiologist attempted arteriotomy closure with a techstar xl 6 fr device. When deploying the device, neither needle presented. Needle backdown and super backdown were performed, but the device could not be removed. Fluoroscopy revealed both needles slightly protruding above the crimp ring. The physician redeployed the device. One needle entered the barrel and the other needle missed the barrel and deflected into the subcutaneous tissue. The pt was taken to surgery for device removal. Surgery was successful and the pt recovered without further incident.